Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon - stuck up me [foreign body in reproductive tract]. String pulled off tampon [device breakage]. Tampon is sideways [device dislocation]. Consumer reported via e-mail that tampon got stuck and the string pulled off. No serious injury reported.